Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that patient is a 76-year-old male booked for a transurethral resection of bladder tumor with cysview (turbt). The surgical team was using the bipolar resection element with loop for tumor resection. They were unable to get it to work and then tried a new cord and loop. After getting these things, the loop appeared to be working for a short time. The loop then stopped working. The element was brought outside of the patient. As the surgical resident was pushing on the foot pedal the team heard a loud "pop", sparks then flew, and smoke was immediately smelled. The resident's surgical gloves then got soot on them, and he was electrically shocked - but no burns and no injuries occurred. This incident occurred outside the patient next to his penis. The team then finished the case with the olympus tower and instruments with a delay of about 15 minutes. Cross reference complaint ID (B)(4). Cross reference complaint ID (B)(4). Cross reference complaint ID (B)(4).

Manufacturer narrative:
Our us warehouse have scrapped the item by accident, we therefore can no longer ship the item to the manufacturing site. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Updated section d9 to yes, and entered the device returned date to the manufacturer. The device was returned to our us facility on july 09, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: the working element is severely corroded in all areas. This is a sign that moisture had accumulated here. Burn marks can be seen inside the teflon block and on the shaft. This is where the flash must have occurred. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID (B)(4). Cross reference complaint ID (B)(4). Cross reference complaint ID (B)(4).